Event description:
It was reported that the pacemaker system exhibited intermittent capture. It was unclear whether the right atrial (ra) or right ventricular (rv) lead exhibited this anomaly. No intervention was performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5179865. Pt code: 4582. Device code: 2588.